Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer's father that their insulin pump was alarming button error. Customer stated they had treated high blood glucose levels with manual insulin injections. Advised customer to discontinue use of device and revert to back up plan. Customer stated they do not recall any significant events that lead to the issue or if the device was dropped, but may have been exposed to moisture. Customer's blood glucose level was 500 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
No button error alarm during testing. However, the insulin pump had an intermittent button response due to corroded keypad traces. The insulin pump had minor scratches on lcd window, broken belt clip slot, cracked reservoir tube lip and stained end cap sticker.